Event description:
Pt was admitted to hospital for revision of morphine pain pump due to previous malfunctioning (old) intrathecal morphine pump catheter. Surgeon found old catheter anchored and fractured at the site where it was inserted down into the interlaminar space. New morphine pain pump replaced. Dose or amount: #1 - fentanyl 2, 198 mcg/day. Frequency: continuous. Route: intrathecal. #2 - baclofen 274.7 mcg/day. Frequency: continuous. Route: intrathecal. Dates of use: (B)(6) 2010 to (B)(6) 2010. Diagnosis or reason for use: #1 - post-laminectomy syndrome. #2 - chronic low back pain.